Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient's distance and near vision was not crisp. The iol was exchanged for another lens model 2 months following the initial implant procedure. Clinical reason for explant was small amount of residual myopia. Additional information has been received that the patient¿s issues have resolved and there was no patient harm reported. Additional information has been received that the surgeon feels the initial iol was shifted forward post op leaving the patient myopic.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).